Manufacturer narrative:
The device was unable to start a reading due to the spring contacts not making contact with the electrodes.

Event description:
The patient reports that the device turns on and turns off despite changing batteries. The patient had no adverse event or reaction resulting from this problem.